Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, clip was attempted to release from the catheter; however, the clip did not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with evidence of soft deployment, as the clip was still attached to the control wire, but detached from the bushing. The device was returned without its over-sheath. Microscope examination was performed, and it was observed that the bushing had burrs on its surface. Functional evaluation was performed and it was noted that despite of the soft deployment, the clip was able to be repositioned and it was able to perform the first activation and release the clip assembly from the catheter successfully. No other problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, clip was attempted to release from the catheter; however, the clip did not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.